Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed a crack on right plunger case otherwise no appearance of any physical damaged. Barrel clamp guide broken. Motor rate error was found during occlusion test. The root cause of the reported issue normal wear, device was over fourteen years old. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Actions taken to mitigate the reported issue: replaced the whole motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.